Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was fluid in the device. Customer's blood glucose was 8.5 mmol/l. Device was dropped into the swimming pool. Device had a blank display. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The device was received with pump error due to corrosion on motor assembly. The device was received with moisture damage noted on the electronics and vibrator motor. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 130. The device was received with scratched case.